Event description:
Spontaneous. Patient reported they had 4 different cadd ext sets leaking. Lot numbers not known. No additional information, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? N/a. Is the actual device available for investigation? No. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Reported to cvs/caremark by: patient/caregiver. Reference reports: #mw5118493, #mw5118495, #mw5118496.